Event description:
Baxter (B)(4) received a report that a spike was broken. The set had been used for 120 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). If additional information becomes available, a follow up report will be submitted.